Event description:
Tech alleged left foot rail will not latch in up position correctly.

Manufacturer narrative:
Tech found unk dried fluid clogging latch. He cleaned latching mechanism to resolve the issue. There were no reported injuries.